Event description:
It was reported that before a laparoscopic lobectomy, an error occurred and the device did not pass a system check. The error code was unknown. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and the hand control switch assembly was not functional. However, the device did activate when tested with the foot switch. The instrument passed the pre-run test and no error code or alert screen was noted during analysis. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons.